Event description:
Caller states pt tested 7.1 inr on the coaguchek xs system while a comparison lab returned as 4.86 inr. Pt's coumadin dose was held based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.